Event description:
As reported on (B)(6) 2011 by the user, a pt of unk age and gender presented for an endovenous laser treatment procedure of the greater saphenous vein. The physician noted that the vein did not close properly. The pt returned for radio frequency ablation of the same greater saphenous vein to successfully close the vein on (B)(6) 2011. Approx two weeks post radio frequency ablation, the pt developed deep venous thrombosis in the vena cava.

Manufacturer narrative:
Although it was reported that the device used during the procedure was disposed of and not returned to the manufacturer for evaluation, an investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).